Manufacturer narrative:
Pump passed with self-test and no audio/beep anomaly during testing. Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a constant tone on the insulin pump. Customer also reported the screen was frozen on the insulin pump. Customer's blood glucose was 186 mg/dl. The customer also reported, the buttons were unresponsive on the insulin pump. Customer reported, the time was advancing on the insulin pump. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.